Event description:
Caller reported a malfunction alarm on the pump, specifically malfunction code 12, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The pump was reset successfully without any recurrence of the malfunction code, and the customer was informed to continue using the pump and to report back should the malfunction occur again, which the caller understood and acknowledged.